Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24059. It was reported that the hospital inpatient presented for interrogation of the implantable cardioverter defibrillator with three recorded episodes of non-sustained right ventricular oversensing. Additionally, several episodes of noise exhibited by the right atrial lead were noted. Atrial noise appeared to be triggered by the patient's premature ventricular contractions that occurred during atrial pacing. No interventions were reported. The patient was in stable condition.